Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t find other complaint on the lot n° 9141381. Checking the quality databases revealed no anomaly in connection with the described defect. The review of the work order didn't show any issue during the production of the lot n° 9141381. Without picture and sample it is hard to determine where the welding fail happened. In our process we put the asp products in an inner pouch that is open in one end after that we put it inside the outer pouch and we seal one side of it. Due to this it is important to see which welding failed so we can know if we have a problem during production or the raw material.

Event description:
According to the available information, the pharmaceutical assistant noticed that the sterile packaging protecting a suction cannula was incorrectly sealed and therefore not sterile. The device was not used.

Event description:
According to the available information, during distribution of medical equipment for the operating room, the pharmaceutical assistant noticed the sterile packaging protecting a suction cannula was incorrectly sealed and therefore not sterile.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.